Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The mildly stenosed lesion being treated was located in a proximal diagonal of the left anterior descending artery. The physician advanced a mach 1 guide catheter and a non-bsc guide wire through a non-bsc stent that was placed 1-2 months prior. The physician thought there may have been some in-stent restenosis in the placed stent. The physician then advanced the 12mm x 2.50mm ion stent delivery system, however it was unable to cross the previously placed stent. Upon removal it was noted that there was stent damage to the 12mm x 2.50mm ion stent and the procedure was not completed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).